Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd preset¿ eclipse¿, there is insufficient blood flow requiring a manual draw. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 10 retained samples from each of the reported lot numbers were investigated, and no defects were identified in molding, sub-assembly, or functionality. All syringes functioned as expected during the functional tests. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot 4060532, for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd preset¿ eclipse¿, there is insufficient blood flow requiring a manual draw. No adverse impact was reported regarding the patient or user.